Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported experiencing an elevated blood glucose level this morning of 26 mmol/l. Patient stated his blood glucose level does not go down with the infusion device. Patient's normal blood glucose level was not provided. Patient reported he disconnected the infusion device and gave a bolus; no insulin came out of the cannula. Patient use a new infusion set; both cannula and tubing. Patient alleges the infusion is not working correctly because his blood glucose level does not lower and insulin was not delivered. Patient reported his blood glucose level on (B)(6) 2014 in the evening was 14-15 mmol/l and on the morning of (B)(6) 2014 his blood glucose level was 26 mmol/l. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.